Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Imdrf device code a150201 captures the reportable event of stent positioning problem. Imdrf patient code e2008 captures the reportable event of foreign body in patient. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be used for a stent implantation during an interventional endoscopy procedure involving the puncture of a suspected degenerated tipmp lesion in the pancreatic head and the placement of an apposition stent in the main bile duct performed on (B)(6) 2025. During the procedure, the initial stent could not be deployed as intended, prompting the use of a second stent, which was successfully positioned. Subsequent fibroscopic evaluation revealed that the deployment difficulty was due to the detachment of the "olive" component from the first stent. Given the potential risks associated with retrieval, the detached component was left in place. The procedure was completed with the second stent used. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be used for a stent implantation during an interventional endoscopy procedure involving the puncture of a suspected degenerated tipmp lesion in the pancreatic head and the placement of an apposition stent in the main bile duct performed on (B)(6) 2025. During the procedure, the initial stent could not be deployed as intended, prompting the use of a second stent, which was successfully positioned. Subsequent fibroscopic evaluation revealed that the deployment difficulty was due to the detachment of the "olive" component from the first stent. Given the potential risks associated with retrieval, the detached component was left in place. The procedure was completed with the second stent used. There were no patient complications reported as a result of this event. Additional information received on july 15, 2025, it was reported that the stent was to be implanted transgastrically into the main bile duct. The physician is comfortable leaving the detached tip in place and does not plan to remove it at a later date.

Manufacturer narrative:
Blocks b5, e1 (initial reporter's first name, last name, facility name, address 1, city, phone, email, fax), and e2 (occupation) were updated based on the additional information received on july 15, 2025, and july 31, 2025. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Imdrf device code a150201 captures the reportable event of stent positioning problem. Imdrf patient code e2008 captures the reportable event of foreign body in patient. Imdrf impact code f2301 captures the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be used for a stent implantation during an interventional endoscopy procedure involving the puncture of a suspected degenerated tipmp lesion in the pancreatic head and the placement of an apposition stent in the main bile duct performed on (B)(6) 2025. During the procedure, the initial stent could not be deployed as intended, prompting the use of a second stent, which was successfully positioned. Subsequent fibroscopic evaluation revealed that the deployment difficulty was due to the detachment of the "olive" component from the first stent. Given the potential risks associated with retrieval, the detached component was left in place. The procedure was completed with the second stent used. There were no patient complications reported as a result of this event. Additional information received on july 15, 2025. It was reported that the stent was to be implanted transgastrically into the main bile duct. The physician is comfortable leaving the detached tip in place and does not plan to remove it at a later date.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Blocks d2a (common device name) and d2b (pro code product code)), and g4 (premarket / 510(k) #) were corrected. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Imdrf device code a150201 captures the reportable event of stent positioning problem. Imdrf patient code e2008 captures the reportable event of foreign body in patient. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: an electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual inspection found the inner sheath was kinked. The axios slider was positioned halfway between steps 2 and 4, and the slider was slightly separated and detached from the outer sheath. On the other hand, the tip was attached, and no problems were noted. However, the outer sheath was found with two torque marks. No other problems were noted with the delivery system. Product analysis did not confirm the reported events of tip detachment of device or device component and stent failure to deploy as the stent was not returned, and the tip was attached with no problems found on the it. The observed problems of inner sheath kinked, slider slightly separated, and outer sheath with two torque marks were likely due to factors encountered during the procedure such as handling of the device or the technique used by the physician, which limited the performance of the device and contributed to the observed problems. With all the available information, boston scientific corporation concluded that there is not enough evidence to establish the cause the reported events of unretrieved device fragments (udf) and additional device required cannot be established as these events happened during the procedure and without proper evaluation of the device. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block e1 (initial reporter first name and initial reporter email) were updated based on the additional information received on october 7, 2025. Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Imdrf device code a150201 captures the reportable event of stent positioning problem. Imdrf patient code e2008 captures the reportable event of foreign body in patient. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: an electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual inspection found the inner sheath was kinked. The axios slider was positioned halfway between steps 2 and 4, and the slider was slightly separated and detached from the outer sheath. On the other hand, the tip was attached, and no problems were noted. However, the outer sheath was found with two torque marks. No other problems were noted with the delivery system. Product analysis did not confirm the reported events of tip detachment of device or device component and stent failure to deploy as the stent was not returned, and the tip was attached with no problems found on the it. The observed problems of inner sheath kinked, slider slightly separated, and outer sheath with two torque marks were likely due to factors encountered during the procedure such as handling of the device or the technique used by the physician, which limited the performance of the device and contributed to the observed problems. With all the available information, boston scientific corporation concluded that there is not enough evidence to establish the cause the reported events of unretrieved device fragments (udf) and additional device required cannot be established as these events happened during the procedure and without proper evaluation of the device. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be used for a stent implantation during an interventional endoscopy procedure involving the puncture of a suspected degenerated tipmp lesion in the pancreatic head and the placement of an apposition stent in the main bile duct performed on (B)(6) 2025. During the procedure, the initial stent could not be deployed as intended, prompting the use of a second stent, which was successfully positioned. Subsequent fibroscopic evaluation revealed that the deployment difficulty was due to the detachment of the "olive" component from the first stent. Given the potential risks associated with retrieval, the detached component was left in place. The procedure was completed with the second stent used. There were no patient complications reported as a result of this event. ***additional information received on july 15, 2025*** it was reported that the stent was to be implanted transgastrically into the main bile duct. The physician is comfortable leaving the detached tip in place and does not plan to remove it at a later date.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be used for a stent implantation during an interventional endoscopy procedure involving the puncture of a suspected degenerated tipmp lesion in the pancreatic head and the placement of an apposition stent in the main bile duct performed on (B)(6) 2025. During the procedure, the initial stent could not be deployed as intended, prompting the use of a second stent, which was successfully positioned. Subsequent fibroscopic evaluation revealed that the deployment difficulty was due to the detachment of the "olive" component from the first stent. Given the potential risks associated with retrieval, the detached component was left in place. The procedure was completed with the second stent used. There were no patient complications reported as a result of this event. ***additional information received on july 15, 2025*** it was reported that the stent was to be implanted transgastrically into the main bile duct. The physician is comfortable leaving the detached tip in place and does not plan to remove it at a later date.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of detachment of device or device component. Imdrf device code a150201 captures the reportable event of stent positioning problem. Imdrf patient code e2008 captures the reportable event of foreign body in patient. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: an electrocautery enhanced delivery system was received for analysis; the stent was not returned. Visual inspection found the inner sheath was kinked. The axios slider was positioned halfway between steps 2 and 4, and the slider was slightly separated and detached from the outer sheath. On the other hand, the tip was attached, and no problems were noted. However, the outer sheath was found with two torque marks. No other problems were noted with the delivery system. Product analysis did not confirm the reported events of tip detachment of device or device component and stent failure to deploy as the stent was not returned, and the tip was attached with no problems found on the it. The observed problems of inner sheath kinked, slider slightly separated, and outer sheath with two torque marks were likely due to factors encountered during the procedure such as handling of the device or the technique used by the physician, which limited the performance of the device and contributed to the observed problems. With all the available information, boston scientific corporation concluded that there is not enough evidence to establish the cause the reported events of unretrievable device fragments (udf) and additional device required cannot be established as these events happened during the procedure and without proper evaluation of the device. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label.